Event description:
It was reported that the pacemaker's battery life had decreased from 14 years remaining to 13 years remaining within five months time. The battery life then decreased to twelve years remaining in three more months. Engineering analysis was performed at the time and found that the right ventricular (rv) pacing percentage had increased which led to the decrease in battery life. Engineering determined the battery was depleting normally given the change in pacing percentage. Fourteen months later the battery life again was noted to have decreased from 11 years remaining to nine and then eight years remaining since the beginning of the year. Review by the clinic found fluctuations in rv pacing percentages, so engineering analysis was again performed. Engineering found that the power consumption of this device appears to be steadily increasing, and is expected to continue to increase. Explant was recommended due to suspected premature battery depletion. At this time the pacemaker remains in service and no adverse patient effects were reported. Boston scientific has issued an advisory communication regarding a subset of pacemakers and cardiac resynchronization therapy pacemakers (crt-ps) with an elevated potential for early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population.

Event description:
It was reported that the pacemaker's battery life had decreased from 14 years remaining to 13 years remaining within five months time. The battery life then decreased to twelve years remaining in three more months. Engineering analysis was performed at the time and found that the right ventricular (rv) pacing percentage had increased which led to the decrease in battery life. Engineering determined the battery was depleting normally given the change in pacing percentage. Fourteen months later the battery life again was noted to have decreased from 11 years remaining to nine and then eight years remaining since the beginning of the year. Review by the clinic found fluctuations in rv pacing percentages, so engineering analysis was again performed. Engineering found that the power consumption of this device appears to be steadily increasing, and is expected to continue to increase. Explant was recommended due to suspected premature battery depletion. At this time the pacemaker remains in service and no adverse patient effects were reported. Boston scientific has issued an advisory communication regarding a subset of pacemakers and cardiac resynchronization therapy pacemakers (crt-ps) with an elevated potential for early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population. Additional information was received that the pacemaker was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received that the pacemaker was explanted and successfully replaced. No additional adverse patient effects were reported.